Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 5091272. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples and two (2) video samples were received for evaluation by our quality team. Through examination of the samples, it was observed that the safety mechanism of the needle was not fully activated, confirming the reported incident. Based on the investigation results, it is possible that this defect resulted from damage to the cylinder component, likely caused by pressure variation or a sensor reading failure in the barrel positioning station. This damage may have prevented the full activation of the needle retraction feature. This is the first report received for this type of issue on material number 38182314 and lot number 5091272. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When activating the safety button, the needle does not retract and remains stuck. There was no injury.